Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the physician received a remote monitoring alert warning that the defibrillator had delivered several shocks with delivered energy of 0.2 joules. A re-intervention to implant a subcutaneous ICD was performed on (B)(6) 2020. The subject ICD was explanted and should be returned for analysis.

Event description:
Reportedly, the physician received a remote monitoring alert warning that the defibrillator had delivered several shocks with delivered energy of 0.2 joules. A re-intervention to implant a subcutaneous ICD was performed on (B)(6) 2020. The subject ICD was explanted and should be returned for analysis. Preliminary analysis revealed that a ventricular lead issue is suspected.

Manufacturer narrative:
Preliminary analysis revealed the absence of a lead tightening mark on the ventricular set-screw which indicates that the reported event could be attributable to a lead connection issue at ventricular level. Analysis confirmed that the connection system conformed to established specifications. Preliminary analysis of the returned device confirmed a hardware failure at the level of an integrated circuit.

Event description:
Reportedly, the physician received a remote monitoring alert warning that the defibrillator had delivered several shocks with delivered energy of 0.2 joules. A re-intervention to implant a subcutaneous ICD was performed on (B)(6) 2020. The subject ICD was explanted and should be returned for analysis. Preliminary analysis revealed that a ventricular lead issue is suspected.